Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and side information. The complaint and associated mdrs were updated. Part/lot information was identified. Complaint was updated on 01/09/14.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege physical injury, pain, bodily impairment, and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/30/2016 - medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated pain, metallosis and elevated metal ion levels (no labs). The stem and taper sleeve are now being reported.